Event description:
It was reported that the patient's previous system was removed due to an infection at the lead site on an unknown date.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s) and the entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown. During processing of this complaint, attempts were made to obtain complete device, patient and event information.